Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. During functional testing, it was confirmed the handle would not ratchet when placed on the calibration mesher. Visual inspection found the set screw in the head of the handle had been replaced with a non-zimmer screw. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign:(B)(6). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation and investigation and is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that on an unknown date and at an unknown timing the skin graft mesher would not perform the up and down motion. No patient impact was reported. Only the ratchet is being returned. Due diligence is complete; no additional information is available. No adverse events were reported as a result of this malfunction.